Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump outflow pressure is not working. This occurred during use in a case with no patient effect. Resolved through tech support.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the returned device (if available), photographs, videos, the event description, and any additional field input arthrex has determined the most likely cause. The most likely cause is attributed to a use-related factor involving the pump system setup or operation.